Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the image was foggy/blurry, the charged coupled device (ccd) was bad, and the device failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the foggy/blurry image was due to the cracked/damaged video connector and bad ccd. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device connector was broken. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device connector was broken. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.